Event description:
During use on a patient, unexpected jumping of a 8x100 120cm smart control stent occurred. There was no patient injury reported.

Manufacturer narrative:
The complaint device was returned for analysis. Stent detached and not included. Kink at 6 & 10 cm from strain. Please refer for product return date. The engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
(B)(4). The gender of the patient is unknown. It was reported that this device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. The event date and date of implant are currently unknown. The health care facility is (B)(6).

Manufacturer narrative:
Complaint conclusion: the site reported that during use, unexpected jumping of a 120cm 8 x 100mm smart control stent occurred. There was no reported patient injury. Attempts to obtain further information about this event have not been provided. One non-sterile pkg assy 8x100 smart vas120cm was received coiled inside a plastic bag. The smart control was received without the locking pin and already deployed. Also, it was noticed that the stent and locking pin were not received for analysis. Per visual analysis no anomalies damages were found on the received smart control. Although the stent was received already deployed; the functional test (deployment process) was performed and no anomalies were found. The usable length was measured and the result was found within specification. A review of the manufacturing records for this lot revealed that the device met specification prior to release. The product IFU instructs the user to ensure that the locking pin is still in place during the introduction of the device. It further instructs to advance the device past the lesion site and then withdraw it until the radiopaque stent markers are proximal and distal to the lesion site. The user is to ensure that the sds outside the patient remains flat and straight. Slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site. The user is to ensure that the introducer sheath and that the locking pin should be removed from the handle prior to deployment. Based on the information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. The reported "deployment difficulty-inaccurate placement (peripheral)" event was not confirmed since the device passed dimensional and functional analysis. The exact cause of the reported failure condition could not be conclusively determined. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.